Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer declined to troubleshoot the issue or follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. The customer was advised to change pump supplies and resume insulin.